Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal system was implanted during a pelvic floor repair procedure. According to the complainant, on (B)(6) 2017, the patient had approximately 2cm mesh exposure in the cervix and vaginal wall, leading to bleeding per vaginum and microscopic hematuria. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.